Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there were no issues that resulted in the damage that was found.

Manufacturer narrative:
H3: the rebar-18 micro catheter was returned for analysis. No damages or irregularities were found with the rebar-18 micro catheter hub. No damages or irregularities were found with the micro catheter body or marker band. The distal tip was found slightly damaged. The length of the micro catheter was inspected under a microscope. No ruptures were found throughout the micro catheter. The rebar-18 total length was measured to be 158.8cm, the usable length was measured to be 152.2cm which is within specification (specification: total (ref)= 159.5cm, usable=153.0cm ± 2.5cm). The rebar-18 micro catheter was flushed, and water exit the distal tip only. The distal tip was crimped, and the micro catheter was flushed again. No ruptures were found, and no water leaks were observed. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of catheter rupture with angio¿ could not be confirmed. The customer report of catheter tip damage was confirmed. Possible causes are patient vessel tortuosity, possible oversized od, guidewire/delivery system removed aggressively, incompatible guidewire/delivery system, catheter entrapment or user advances/retracts device against resistance. Customer reported no friction or difficulty during delivery, devices were prepared and flushed per IFU, and vessel tortuosity as moderate. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the distal part of the rebar catheter ruptured and the tip was damaged. There was no friction or difficulty during delivery, and the injection rate was said to be 10. Aside from the rupture, there was no other damage to the catheter. The outer packaging was intact. The device was replaced, and the patient did not experience any injury or complications. The devices were prepared and flushed according to the instructions for use (IFU). The patient was undergoing treatment for stent thrombus removal. The patient's vessel tortuosity was moderate. The access vessel was the femoral artery, which was said to be 8f in diameter. Ancillary devices include a navien 5f guide catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.